Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Provided date of product return. The technician was unable to duplicate the reported event but noted that the motor assembly was corroded.